Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I get mine done this friday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergy") and abdominal distension ("sick of looking pregnant"). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the multiple allergies outcome was unknown. The reporter considered abdominal distension, medical device removal and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - distension, medical device removal and multiple allergies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event sick of looking pregnant, I get mine done this friday and reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I get mine done this friday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergy") and abdominal distension ("sick of looking pregnant"). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the multiple allergies outcome was unknown. The reporter considered abdominal distension, medical device removal and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media distension, medical device removal and multiple allergies . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.